Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Scratched lcd window and cracked reservoir tube noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that customer received a button error alarm. Button error did not occur after moisture exposure and buttons were not pressed longer than 3 minutes or longer. Customer's blood glucose was 14.7 mmol/l. Insulin pump would need to be replaced.